Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient began treatment with an injection of vancomycin 1 gram, meropenem 1 gram and amikacin 1 gram (frequencies, duration and routes not reported) for peritonitis. It was unknown if the patient was discharged from the hospital or if the patient was recovered from this peritonitis event. The action taken with dianeal therapy was unknown. No additional information is available.